Event description:
The customer noted during the maintenance phase, the volume of the saline bag dropped about 100 cc below the marking placed by the previous shift team that had placed the solex catheter (lot unknown) and started treatment. The customer was advised to check the luer locks, under the patient's bed, and around the console for signs of leaking but no leaked saline was observed. They were advised that it appears there is a leak in the catheter. The customer was advised to stop treatment and contact the provider to remove the catheter due to the possible leak. The provider replaced the catheter and suk to continue therapy using the same console. No malfunction was reported for the original suk. Ivtm therapy began on (B)(6) 2025. No injury to patient.

Manufacturer narrative:
Zoll has not received the solex catheter in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.